Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip was not broken off completely and no further information was available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, prograsp forceps tip was coming off. The procedure was completed as planned with no reported injury.